Event description:
The customer observed (B)(6) results for one male patient (healthcare employee) on the (B)(4) combo assay using the architect i2000sr analyzer. The following data was provided (all three sid's were from the same patient): (B)(6) ((B)(6) 2013), (B)(6) ((B)(6) 2013), (B)(6) ((B)(6) 2014). The patient tested (B)(6) on western blot for (B)(4). There was no impact to patient management reported. The lab reports their normal procedures is: samples are routinely run on architect as a (B)(6). If reactive on architect are respun and rerun. If nonreactive, but raised are run on liaison. If reactive by liaison and run on genscreen ultra. Sample: architect: liaison (ab/ag): genscreen ultra: pcr: (B)(6). Reference lab avidity comment is consistent with recently acquired infection within last 4 months.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The report is being filed on an international product (B)(4) combo, list 4j27, which has a similar product in the us, list 2p36. See manufacturer report number 3002809144-2014-00074 for this same patient, likely cause lot 33298li00. An evaluation is in process.